Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred; failure to charge its internal battery and the flow was unstable. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery, blower motor, sensor board and active exhalation control module were replaced to address the issues.